Manufacturer narrative:
Other, other text: one infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated conditions inside a plastic bag without its original packaging. Visual inspection of the device found that it did not contain the blue clip, no damage or other discrepancies were observed in the sample. Functional testing of the device was unable to confirm or replicate the reported event. The device passed leak testing. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that the patient noticed fluid leaking from the air filter of the cadd tubing. Patient missed a dose of antibiotic and had to come in to the clinic for the tubing to be changed. There was no patient injury reported.